Event description:
A customer observed a false negative anti-hcv (vitros ahcv assay) result for a patient sample tested on a vitros eci analyzer. The results did not agree with alternate testing done with another lot of vitros ahcv on the same sample. Quality control results were within acceptable ranges. The laboratory did report the false negative vitros ahcv result but there was no allegation of harm. A corrected report was sent to the patients physician.

Manufacturer narrative:
Investigation into this event showed that the issue was related to only one patient and one specimen from that patient. The sample was tested with vitros ahcv lot 7310 in 2008 and reported as negative for ahcv. A new lot of vitros ahcv was placed into use in the next day, and this sample was reassayed as part of a comparison test. The sample then gave a positive ahcv result. The sample was reassayed 2 additional times, each giving a positive result. The investigation concludes that a single non repeatable false negative result was obtain with vitros ahcv lot 7310. The root cause of this event could not be identified. A corrected report was sent to the physician with the reactive or positive result and there was no allegation of patient harm as a result of this event.